Event description:
The rn was setting up tubing with a bag of normal saline for a blood transfusion. The rn noticed the tubing was leaking at a site above the filter compartment. The tubing was not used on the patient. The rest of the tubing with the same lot number was pulled. Other hospitals within the health system were also notified so they could be aware of the issue.